Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a misaligned flex cable connector on the control board. The flex cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's front panel buttons were not working. Complainant indicated that there was no patient involvement in the reported malfunction.